Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the fenestrated bipolar forceps instrument product to perform failure analysis. The instrument was found to have damage of the conductor wire¿s insulation at the yaw pulley. The conductor wire was exposed. The wire was not torn or fully broken. There was not material missing. The fenestrated bipolar forceps instrument grips were manually manipulated, and it passed the electrical continuity test on all attempts. Further investigation found scratch marks/abrasion on the bipolar yaw pulley. There was no missing material. The complaint was confirmed by failure analysis.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps (fbf) instrument was found to have a shave on the black wire and plastic on the sixth occasion. There was no report of patient involvement.